Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer had failed and could not be recovered. The drawer was clicking but did not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 1 matrix was clicking but did not open. A field service engineer (fse) found that the u-clip was broken and replaced it. Then, the fse successfully recovered. The system functioned as intended after the field service engineer repaired the device.